Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation? Yes. Returned to manufacturer on: 9/11/19. Device returned to manufacturer ¿ yes. Device evaluation: visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. Conclusion: considering the limited information available it cannot be determined if there is a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Catalog number: a complete catalog number is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zmb00 22.0 diopter intraocular lens (iol) was explanted from the patient's right eye due to the patient experiencing visual disturbance. There was no incision enlargement reported. The replacement lens was another zmb00 of a higher diopter (23.5). The patient has recovered with no other complications reported. No additional information was provided to johnson & johnson surgical vision. Patient had bilateral lens implants. This report represents the lens implanted in patients right eye.